Event description:
The handpiece was removed from the surgical site and the distal tip contained residual heat. The tip came into contact with the patient's skin and the patient sustained two burns at the incision site.

Manufacturer narrative:
The severity of the burns sustained has not been disclosed. The facility reported the patient is currently healing fine. The device in question was not returned and conmed is unable to perform an evaluation. With the reported information, there is no clear indication the handpiece had malfunctioned. The operator's manual for this product states: "the jaws of a recently activated handpiece may be hot enough to burn the patient or clinician, cause thermal damage to adjacent tissue, or ignite surgical drapes or other flammable materials. Ensure handpiece jaws are not in contact with unintended tissue, surfaces, or objects until they have cooled sufficiently. Do no grasp drapes or other flammable materials while handpiece jaws are hot or activated. The energy source will automatically limit activation while handpiece jaw temperature is in excess of proper functioning parameters and will indicate when this limitation is being imposed." Device discarded by facility.